Event description:
It was reported that cartridge alarm 30 occurred on pump during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge, successfully resumed insulin therapy, and issue was considered resolved, with no additional actions reported.